Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported burning smell was not confirmed during the testing. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient's wife reported that while the cycler was in step two of the setup procedure there was a strong electrical burning smell coming from the front area of the machine (screen). It was indicated that the screen was warmer than usual and the heater tray was cold. Patient was advised to discontinue treatment for the night. Upon further follow with the peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.